Event description:
The customer reported a leak of cleaner reagent on the right side of the coulter lh 500 hematology analyzer. The volume was reported as about 30 cc and the leak was not contained. The customer also reported receiving temperature errors at the time the leak was reported. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) spoke with the customer by phone to locate the source of the leak. The customer found the tubing was leaking at pv 37 (pinch valve 37). The fse instructed the customer to replace all tubings at pv37 which resolved the leak reported. (B)(4).